Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine received a photo from the distributor verifying this issue, and also received the device for evaluation where the issue was again verified. It was observed that despite the fault, the pad pak was successfully inserted into a known good device as both locking clips engaged. The device could also be power cycled with no warnings issued at shutdown and the green status indicator flashed throughout. The cause of the reported issue was traced to manufacturing. The pad pak was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.